Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high risk pci & impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that 67-year-old male patient was on impella cp support due to unstable angina. Patient had a stress test and was taken to the cath lab where two stents were placed. One on the obtuse marginal (om) artery and the other on the right coronary artery. Patient was taken to the pacu and started having chest pain, and patient became hypotensive. Impella was placed for hemodynamic support. While on support, impella cp was prepped and inserted with less than expected flows of 2.3. The pump was repositioned several times to try and get better flow with no success. Echo determined that the patient had pericardial effusion. Patient was taken to the operating room for a pericardial window. 400cc of blood was drained and his pressure immediately got better and they were able to start weaning some of the pressors and got to p8. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).